Event description:
The pt was seen at the implant center for device evaluation. The pt's parents reported that the pt had fallen on a tile floor, which may have caused the device to migrate. Upon examination, the surgeon indicated that the impact of a fall had caused a slight shift of implant. The pt underwent revision surgery in 2001 to reposition the device.